Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited rv oversensing of right atrial (ra) signals during an upgrade procedure. A chest x-ray was performed which showed that the distal rv coil was too close to the ra lead. There was pacing inhibition but was no asystole of greater than two seconds observed. Subsequently, a lead revision was performed in which the rv lead was repositioned. This improved the sensing. The p waves were still noticeable but no longer being oversensed. No additional adverse patient effects were reported.